Event description:
Patient presented to the physician with exposed stimulation lead and infection at the neck. Physician admitted the patient, brought the patient into the or the next day, and removed the entire inspire system.